Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was hospitalized as a result of withdrawal symptoms. The pump was alarming and was found to be in "safe state" mode with a motor stall noted upon device interrogation as well as a tube set error message. The alarms were related to a low battery. The pt was being "covered with oral medicine" and a pump replacement was planned. The medications being delivered via the device system were sufentanil, morphine and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.